Event description:
It was reported that the slack in the lead needed to be adjusted. It was further reported that there was high threshold, and that the patient complained of fever. Upon intervention, tissue was noted in the screw, so the physician requested a new lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the proximal conductor was distorted, there was apparent explant damage, and blood was noted on the helix mechanism; full lead returned and analyzed.